Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review as a high drain alarm 105. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during use. The technical service representative (tsr) reviewed the programming with the hp. The patient was doing a tidal therapy and there was a full drain noted every 5th cycle. The hp did a manual drain at the end of the therapy. The manual drain and the total ultra filtration (uf) came out to almost 2000ml every time. The tsr explained the issue with that to the hp and instructed the hp to speak to the registered nurse (rn) about the therapy settings. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.